Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years, 5 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, inflammation and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014: patient was diagnosed with bilateral inguinal hernia thereby underwent robotic repair with the implant of two bard flat meshes (device #1 - right, device #2 - left). Per operative notes, ¿in right lower quadrant, the hernia sac was reduced and the pubic tubercle was dissected. A bard flat mesh (device #1) was fashioned appropriately and placed in the abdomen. The inferior leaf was placed under the spermatic cord and the overlay placed over the direct and indirect defects using suture. On the contralateral side, hernia sac was reduced. A bard flat mesh (device #2) was placed in the abdomen and sutured same as right side.¿ on (B)(6) 2017: patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the removal of mesh (device #2) and implant of recurrent right inguinal hernia thereby underwent implant of modified kugel mesh (device #3). Per operative notes, ¿there was a fair amount of inflammation in the cremaster muscle. A large lipomatous mass appeared to be an indirect defect lateral to the inferior epigastric vessels was dissected away from the adherent cremaster muscle and reduced into the preperitoneal space. The old mesh (device #1) was identified and appeared to be separated both inferiorly and superiorly was dissected out. The inferior epigastric vessels were identified and a modified kugel mesh (device #3) was placed to the iliopubic tract with a suture in the indirect defect. The kugel mesh was then affixed to the conjoined tendon superiorly using suture.¿ on (B)(6) 2017: patient was diagnosed with a recurrent left inguinal hernia thereby underwent removal of bard flat mesh (device #1) and implant of modified kugel mesh (device #4). Per operative notes, ¿the old mesh (device #2) was contracted and folded on itself. There was a considerable amount of adhesion of the mesh to surrounding structures was insinuated. The mesh (device #2) was followed out. The inferior epigastric vessels were identified. The bard modified kugel mesh (device #4) was pexy to the iliopubic tract with an suture and expanded in the preperitoneal space. The kugel mesh was affixed to the conjoined tendon superiorly with an suture." Attorney alleges that the patient had adhesions, mesh migration, pain and hernia recurrence. It is also alleged that the patient had substantial scar tissue and adhesions resulting from removal / repair surgery. It was also alleged that patient currently attempting to avoid a 2nd surgery to repair the resulting damage through 12 physical therapy sessions. The patient is presently 3 sessions into this treatment regiment. Until the physical therapy is completed it is unknown if an additional surgery will be required.